Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a meter error one issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: error 1 sub code 7 (records crc problem) occurred immediately when the powering on the meter remote. Investigators were unable to pair the pump and the meter to complete further evaluation steps due to the inability to clear the error 1 sub code 7 message. The complaint of error 1 was duplicated.